Manufacturer narrative:
Other, other text: d3, g1,2 email is: (B)(4). No product was returned. The investigation determined the most probable cause to be the downstream occlusion (dso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D3, g1, and g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that the pump exhibited a no disposable pump will not run alarm. Troubleshooting was performed and the issue did not resolve. It was further reported that the infusion stopped and the patient experienced tiredness.